Event description:
During an atrial fibrillation case, an air leak was noted on the agilis sheath after insertion into the patient. The agilis sheath was removed from the patient and checked; however, the issue persisted. The agilis sheath was exchanged, and the procedure was completed with no adverse patient health consequences.